Event description:
Event description cpi received a communication worksheet which stated that this implantable pulse generator (ipg) was explanted from the patient due to infection. During the explant procedure, when the ipg was removed from the pocket, immmediate cessation of pacing was noted. The patient was pacemaker dependent, resulting in an emergency insertion of a temporary pacing lead. The patient experienced period of asystole. Subsequent manipulation of the ipg showed intermittent pacing. The connections were checked and found to be secure. The lead also appeared to be inserted correctly in the header of the ipg. The unit was explanted.